Event description:
Pt with history of emphysema and recent bronchitis collapsed at home. Medics arrived, unresponsive, intubated and transported to hosp. Defibrillation performed for v-fib. Device was charged to 200 j (synch). Not on machine read "energy delivered". Rn turned from machine to check pt's pulse. Upon turning, the resp therapist (r.t.) Placed knee on bed and hand/wrist on pt's chest to resume CPR, her wrist bracelet touched the pt and she received a shock. There was an audible "pop" as the defibrillator fired a few seconds after the buttons were pushed and no one was in contact with device. The r.t. Received a visible jolt. Pt required a 2nd shock. Existing pads that came in via medic I were removed with left chest pad noted to be "partially tented" and not in complete contact with pt, new pads were applied. Defibrillator again charged to 200 j and shock delivered without delay. Later expired.